Event description:
It was reported that the atrial lead had no sensing. Upon fluoroscopy, the lead appeared to have dislodged years ago. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.